Event description:
It was reported that during a percutaneous coronary intervention the balloon was damaged. The pt presented for treatment with occlusion of the "riva" and right posterolaterals (rpls) and critical stenosis of the "rmo" and "rvd". The guide wire crossed the "hard" occlusion with difficulty following balloon support. The maverick2 balloon was "pushed" into the right posterolateral lesion and dilated to 20atm followed by placement of another MFR's drug eluting stent with 0% residual stenosis. Later, it was noticed that the tip of the balloon was bent. The pt status post procedure was reported to be "comfortable" and no pt complications were reported.

Manufacturer narrative:
A visual and microscopic examination found tip damage. The tip was bent to one side; on insertion of a recommended sized product mandrel (0.015 inch) a hole in the tip was noted. No kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material that could have contributed to the complaint. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of this event is operational context.